Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was reported that the battery compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 01/31/2016-device evaluation: the device has been returned and evaluated by product analysis on 01/26/2016 with the following findings: during the investigation, the pump was returned with the battery compartment cracked along the side and from the bottom traveling to the bumper. Unrelated to the original complaint, the pump casing was found to be cracked at the top right corner between the display lens and the pump case. Additionally, the display appeared dim and discolored.